Event description:
This case was initially received via regulatory authority FDA (reference number: mw5070209) on 19-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("the essure on the left side is no longer there and is in my uterus") and dysmenorrhoea ("severe menstrual cramping/was starting to have cramps /pain was getting worse") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea (seriousness criteria hospitalization and medically significant), feeling abnormal ("feeling weird"), syncope ("fainted for a brief second"), abdominal distension ("bloating"), fatigue ("fatigue") and menstrual disorder ("after essure periods got worse/ I have always had unpleasant periods"). At the time of the report, the device expulsion, dysmenorrhoea, feeling abnormal, syncope, abdominal distension, fatigue and menstrual disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, menstrual disorder and syncope with essure. The reporter commented: hospitalization, other serious (important medical event) and required intervention were mentioned by reporter but not specified and/or assigned to one of the events. She dismissed essure as she had always had unpleasant periods, over the years the pain has gotten worse and became unbearable. She could not get out of bed, standing or walking around is not even an option because the pain was so intense. Diagnostic results: consumer went to emergency room, after many tests had been run their conclusion was that the essure on the left side is no longer there and is in her uterus and her fainting was her body's way of reacting to the pain it was in. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.